Event description:
The site reported the following: the patient (with an admitting diagnosis of lumbago) underwent a lumbar MRI with sedation. The exam was completed without event. Post procedure, the staff reported patient burns at the three locations of the chest where the ECG lead cables were located. The patient was diagnosed with second and third degree burns that required medical intervention. The patient continues to undergo dressing changes and is recovering.

Manufacturer narrative:
Our investigation determined that the user did not properly insulate the ECG lead cables from the skin surface. In addition, the patient's skin was not properly prepped prior to placing the electrodes on the patient's chest. Medrad labeling cautions the user to properly insulate the ECG lead cables from the skin surface of the patient. Medrad recommends placing a folded towel, cloth, or padding between the lead cables and the skin surface. In addition, the operation manual instructs the user how to properly prep the patient's skin with nu-prep prior to placing the electrodes on the patient's skin. The customer declined a system service checkout of the veris monitor as well as any additional applications training. The site continues to use the monitor without further incident.